Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 405 mg/dl at the time of incident. The customer also reported damage to insulin pump. The customer also stated damage to battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).